Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The event history log (ehl) review was performed and revealed that the customer experienced multiple "downstream occlusion!" Alarms, however the log cannot be used to distinguish true and false alarms. Evaluation sent the device for downstream occlusion test, the device passed the test. The device was found to be within specification during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.